Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. During impella placement, the patient was actively bleeding. The patient experienced an esophageal bleed and vomited roughly three hundred cubic centimeters of blood. It was also reported that the patient was provided with one unit of red blood cells. Heparin was halted and replaced with sodium bicarbonate to manage the complication. Subsequently, the device was explanted, care was withdrawn, and the procedural outcome was the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.